Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two scs leads from the same lot number. It was reported the patient was unable to increase his scs system stimulation amplitude. The patient stated his patient programmer shows the stimulation will automatically reduce if the patient attempts to increase the stimulation. Follow up identified surgical intervention may be taken to address the issue.